Event description:
The customer reported that the single use aspiration needle's sheath was damaged during an endobronchial ultrasound-guided transbronchial needle aspiration procedure. There were no reports of patient harm.

Manufacturer narrative:
Information obtained from medical device problem report (mdip), 16312. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.